Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) clock time may have been off by approximately one hour from time of transmission. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.